Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited undersensing. The clinician suspected that the implant position might not be optimal. The sensitivity was already programmed to the most sensitive value; no changes or intervention were reported. The patient condition was not known.